Manufacturer narrative:
Na

Event description:
It was reported that the pt's caregiver responded to the ventilator's audible alarm. The pt indicated "she could not breathe" so the caregiver started to manually ventilate the pt. The ventilator displayed a disconnect/sense alarm and "was not putting out any air." The caregiver reported he turned the vent off and on several times before he could get the ventilator to work. The caregiver also stated he had changed the ventilator circuit the day before and he had checked the connections. When the rt arrived, the ventilator seemed to be working. The ventilator was changed out. No pt harm reported.